Event description:
It was reported that the patient received inappropriate shocks due to oversensing in the right ventricular (rv) lead. It was further reported that there was high lead impedance and a possible lead fracture in the rv lead. The rv lead was capped and replaced with a new lead. During the changeout procedure a right atrial lead was attempted, however the stylet could not pass through the lumen of the lead and there were reported helix extension and retraction "inconsistencies". The attempted ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated and was extrinsically distorted due to kinking/buckling. Blood was noted on the proximal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in blood and the outer insulation of the lead was extrinsically breached due to a cut. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. The visual summary analysis of the lead indicated damage at implant and stretching.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.